Event description:
According to the reporter, during laparoscopy, tack fell into the cavity and was retrieved by collecting the base of the tack with forceps. Additionally, the tack was not properly fixated to the tissue. To resolve the issue, the same powered tacker was used again; only the first firing was damaged, and the others were fired normally. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the instrument was returned with the light emitting diode (led) off and the activation tab removed. No tacks were present within the shaft of instrument. The battery pack was observed to be properly seated in the instrument with no signs of damage. No signs of damage or physical abnormalities were identified with the instrument. The battery pack was removed for inspection. A multimeter was used and determined the supply voltage to be 0.46 volt (v). The instrument had an activation voltage of 9 v, thus the batteries were determined to be drained. The handle body was disassembled to reveal the internal components. All components were observed to be properly assembled. An external power supply was connected to the battery terminals 9 v from power supply, and the red light did turn on. The computer was connected to the circuit board and was read indicating that thirty out of thirty tacks completed deployment. It was reported that the tack was not properly fixated to the tissue and fell into the patient's cavity. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.